Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did both clip appliers fire both malformed clips and scissored clips? If not, please describe specific issue that occurred for each of the two devices being returned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored or did not close properly with two devices. The case was completed with another device of the same product code. No additional information was available. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition the device locked out as intended; however the orange indicator wheel was found undertraveled. Please note this failure is not related to the reported event. No conclusion could be reached as to what may have caused the reported incident and the orange wheel indicator failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.